Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary ccu drawer 2.2 all pockets failed and were not on the bus. The customer informed that this issue had occurred three times within the last 24 hours. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer row c had failed, specifically pocket c5, causing problems. A field service engineer ran the hardware test application (hta) and observed that no pockets were detected in the drawer. The station was powered off, and the drawer was removed for inspection. The retractor bands were checked, and the row board cables were properly seated. The drawer was reinstalled, and the station was powered back on. The drawer light emitting diodes were displayed correctly. A subsequent hta test passed successfully, with all pockets ejecting as expected. The drawer was also checked for debris. The customer was able to recover faults on c5, and inventory checks on c5 were performed multiple times without issue. As part of preventative maintenance, all connectors were checked, debris was removed, and leds were verified. The system functioned as intended after the field service engineer repaired the device.